Event description:
It was reported that patient presented for leadless pacemaker implant procedure. During procedure, it was noted that right ventricle leadless pacemaker (rvlp) had dislodged post-release and migrated into the pulmonary artery. The dislodgement was confirmed via fluoroscopy. The rvlp was successfully removed from the body. Patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Reported event device dislodgement was unconfirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.